Manufacturer narrative:
Date sent: 5/12/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a right hemicolectomy procedure, the teflon pad melted. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.